Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the rewind process due to a jammed gear box. The unit was received with a minor scratched display window, cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the rewind process. The customer was unable to clear the alarm, and the insulin pump continued to rewind without a moving piston. The customer did not know the blood glucose reading. The customer was advised to replace the insulin pump and agreed to return the device for analysis.